Event description:
It was reported that the patient with this implantable cardioverter defibrillators (ICD) device exhibited noise on the non-boston scientific right atrial (ra) lead. Technical services stated that daily measurements were normal however the noise which was oversensed resulted into inappropriate anti tachycardia response (atr) episodes. Ts suspects there as insulation breach. The healthcare professional will be discussing with the physician. This device and non-bsc lead currently remains in service. No adverse patient effects were reported.